Manufacturer narrative:
A single spinal needle was returned for failure analysis. Both hub and free ends were included. Microscopic examination of both halves of the fracture surface revealed characteristics such as residual bends as well as tubing ovality, a deformation from the usual cross-section. These characteristics are reliable indicators of a bending/restraightening failure. Such a mode of failure is also supported by the obvious cracks present on the free end near the fracture, which are formed during the compressive stage of the bending action, and then separate widely during the restraightening stage. In conclusion analysis support the conclusion that the breakage reported resulted from bending and subsequent restraightening of the needle. No evidence of a manufacturing related failure is noted. The failure appears to be due to user handling and the inherent risk of this procedure. A review of the complaint database did not reveal any other incidents of this nature with these lots of needles. Reported incidents of this nature are less than one in two million units sold. The vast majority of these incidents involve the needle being bent during the procedure causing the needle to break when restraightened. Often if an introducer is used and if the bent needle is pulled back through it, this will also cause the needle to restraighten and break. Bd needle cannula are routinely checked for reversal testing and bend strength to determine if that are within the established criteria. A possible cause associated with this type of incident could be the angel of insertion. The flexibility of the cannula is relative to the gauge and length. It is important during injection with a needle cannula of this gauge, to maintain a straight axial force to minimize deflection and subsequent bending of the needle. If a needle becomes bent it should be replaced. No attempt should be made to re-straighten a bent needle since breakage is very likely to occur.

Event description:
While performing a procedure on a pt, the tip of the needle bent and broke. No additional surgery was required to retrieve the sample. There were no complications with the pt. A new needle was used for the procedure.